Event description:
The physician attempted an arteriotomy closure using the starclose device after an interventional procedure on a morbidity obese patient. It was a long and complicated case. A femoral angiogram was done however the results were not reported. There did not appear to be "a brisk arterial flow upon closure". After the drape was removed, a hematoma approximately six (6) centimeters in size, was seen from the groin to the mid thigh. Manual compression was attempted to obtain hemostasis but was unsuccessful due to the "huge abdominal pannus and the patient's resistance". Femstop was attempted and also failed for the same reasons. The patient was taken to surgery for arterial closure. He was given two (2) units of blood at that time and another unit of blood at a later date. The patient remained hospitalized for "other problems" which were not reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.